Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and underwent an operation on the hernia. The outcome of the hernia event was not reported. Peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not returned ; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.